Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was broken. The repair technician reported the pins and springs were missing. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a flexible shaft connector for use with hand drill was broken. There was reportedly no surgery involved. When the product was received by the manufacturer, it was noted that the pins and springs were missing. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
On the previous follow up medwatch, ¿response to FDA request¿ was checked in error. The appropriate selections for that report included: correction, additional information, and device evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device (part number 351.16j, flexible shaft connector, lot number unknown). The subject device was reported to be broken; no further details were provided by the reporter. The returned instrument was examined and the complaint was confirmed. The connector was received disassembled with the following components returned: housing, cap, 2 washers and a set screw; the two pins were not returned. This complaint condition is typically associated with lost parts/misassembly following sterilization where the instrument was disassembled. The 351.16j flexible shaft connector for jacobs chuck is an instrument routinely used in the flexible reamers for intramedullary nails per the technique guide. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Catalog number was corrected to 351.16j. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.